Event description:
Spontaneous communication from patient to report no disposable alarm on pump. Patient tried to attach cassette to back up pump, same alarm. Patient mixed a new cassette and was able to resume infusion. Suspected faulty cassette. No adverse events resulted. Lot# of cassette unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.